Event description:
Upon initial set-up, discovered primary tubing broken past blue clamp that inserts into pump. IV fluid draining out of tubing at site. Tubing and package retained. Can be returned to manufacturer upon request and receipt of shipping label.